Manufacturer narrative:
It was reported that, about one week after the stent placement, the stent expansion still could not be confirmed through an endoscope. Also, the physician felt that the fluoroscopic marker in the middle of the stent was being displaced from original position. Also, the physician commented that there might be a possibility of a stent failure because something like a stent mesh splitting finely could be seen in a part of the stent lumen through an endoscope. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet and the relevant information like photo etc was not attached. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
About one week after the stent placement, the stent expansion still could not be confirmed through an endoscope. Therefore, decompression was performed with an ileus tube and a temporary stoma was applied to the patient. When checking the situation fluoroscopically, the physician felt that the fluoroscopic marker in the middle of the stent was being displaced from original position. Also, the physician commented that there might be a possibility of a stent failure because something like a stent mesh splitting finely could be seen in a part of the stent lumen through an endoscope. However, the physician in charge of the patient commented that the stent expansion failure was due to the strength of tumor exclusion and not a stent defect. A resection is planned about 10 days later, and then the stent will be removed if possible. There was no particular problem when the stent was deployed.

Event description:
About one week after the stent placement, the stent expansion still could not be confirmed through an endoscope. Therefore, decompression was performed with an ileus tube and a temporary stoma was applied to the patient. When checking the situation fluoroscopically, the physician felt that the fluoroscopic marker in the middle of the stent was being displaced from original position. Also, the physician commented that there might be a possibility of a stent failure because something like a stent mesh splitting finely could be seen in a part of the stent lumen through an endoscope. However, the physician in charge of the patient commented that the stent expansion failure was due to the strength of tumor exclusion and not a stent defect. A resection is planned about 10 days later, and then the stent will be removed if possible. There was no particular problem when the stent was deployed. Further information (B)(6) 2019. The physician forgot to retain the stent and discarded it.

Manufacturer narrative:
It was reported that, about one week after the stent placement, the stent expansion still could not be confirmed through an endoscope. Also, the physician felt that the fluoroscopic marker in the middle of the stent was being displaced from original position. Also, the physician commented that there might be a possibility of a stent failure because something like a stent mesh splitting finely could be seen in a part of the stent lumen through an endoscope. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. This stent was supposed to be returned but, it was reported that "the physician forgot to retain the stent and discarded it." Therefore, it is hard to exactly analysis because the device was not returned and the relevant information like photo etc was not provided. However, based on the description, which was written that "the physician in charge of the patient commented that the stent expansion failure was due to the strength of tumor exclusion and not a stent defect.", it is considered that the stent wasn't properly expanded due to the pressure of patient's lesion. It is stated on user manual as follows. 10. Procedure, (5) after stent deployment. C) balloon dilatation inside the stent can be performed on demand. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.